Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the applier locked onto the common bile duct and the jaws would not open as expected. With difficulty the applier was eventually removed from the duct. Unknown how case was completed. There were no adverse consequences for the patient.

Event description:
It was reported that the locking pins were worn. No adverse consequences have been reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. To date, no further details have been provided. A supplemental medwatch will be sent if the information becomes available.

Manufacturer narrative:
(B)(4). Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.